Event description:
A registered nurse reported that the pt's eye went soft during a vitrectomy procedure. The customer contacted technical services and the issue was able to be resolved the case was completed with no problems after a 20 minute delay. There was no harm to the pt.

Manufacturer narrative:
The facility called a technical support specialist (tss) to assist with troubleshooting. The tss found the doctor was in 30 mode, 2500 cpm (cuts per minute), with vacuum set to 400 mmhg (millimeters of mercury). The doctor confirmed he had used vacuum set to 200 mmhg before. The tss advised the doctor to reduce the vacuum to 200 mmhg, after which the surgeon continued the case without issues. The tss also asked the doctor to check for bubbles in the fluid line; the doctor reported there were no bubbles in the fluid line. A company rep also completed an examination of the system and could not duplicate the customer reported problem. The system was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report(s) for this system. The root cause of the customer reported event cannot be determined conclusively. (B)(4).